Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however response was not received. Investigation activities: the device was not returned to boston scientific for analysis and the complaint as reported was not able to be confirmed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Conclusion: record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code unable to exclude device problem will be used.

Event description:
It was reported that the implantable pulse generator (ipg) would no longer connect or hold a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two and a half weeks prior to the date the manufacturer became aware.

Event description:
It was reported that the implantable pulse generator (ipg) would no longer connect or hold a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.